Event description:
It was reported that "when the dr was trying to drive the screw into the bone thru the plate, the screwdriver tip sheared off into the screw. The broken tip was removed with a large needle."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering eval.